Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that  in (B)(6) 2018 the patient noted worsening symptoms, they had frequency q1 hr and urgency. They underwent reprogramming on program 4 at 1.7 to 2.5 which resolved the symptoms. By 2/2018 they noted only mild urgency and nocturia x1 without frequency or incontinence. The patient returned on (B)(6) 2018 with return of their irritative luts. They said they hadn't messed with it since their last programming. Interrogation showed they were on program 4 at 2.5. They did not feel the stimulation, it was increased and they noted feeling it at 2.8, so they set it to 3.0 and after that the patient did well. They returned on (B)(6) 2019 and said their symptoms were back. They were having a lot of urgency and an inability to control their urination. They had to change underwear 3+ times per day. The device was interrogated and it showed they were on program 4 at 3.0. They tried different programs including 1, 2, and 3, all of which gave the patient stimulation in the right buttock. Program 4 was felt in the vaginal perineal area, so that program was used and set to 3.5. When the patient returned on (B)(6) 2019, they were doing very much better. They frequency and urgency was minimal and the nocturia was down to 1-2x per night. The patient was pleased with their urinary condition. They returned on (B)(6) 2020 saying their symptoms were back. They had frequency hourly and nocturia 3-4x per night. At home they changed underwear 3-4x per day because they were wet. They were unable to get to the bathroom at night. Even with timed voiding , described urgency leakage when they got into the bathroom before they could get their underwear down. They had not changed the program nor intensity since their previous visit. The hcp was interested in seeing if new programs could be entered. They followed up with the rep and they were scheduled for their 6 week office visit. Due to covid it was unclear if they met with rep and they were unable to return to the office for that appointment. On (B)(6) 2020 the patient was set to program 4 at 3.2. It was noted they had never met with rep. They had the same irritative symptoms including frequency hourly, nocturia 5+ times per night, urgency with incontinence requiring underwear change 2-3 times per day. Urinalysis did not suggest uti. The device was interrogated and showed low impedance and a 13-23 month longevity on current settings. They increased to 4.0 on program 4. They were also supplied with myrbetriq 50 mg by mouth daily as a bridge to the final plan to have patient back in 3 months. It was noted that a battery change may be warranted due to it being near end of life. On (B)(6) 2021, despite the myrbetriq and meeting with the rep for new programs the symptoms persisted. The hcp felt the patient could benefit from a battery change. Patient returned on (B)(6) 2021 and was doing subjectively better. They continued to have frequency every 1 hour with nocturia 2-3 times per night. The patient was interested in and scheduled for a battery change. This occurred on (B)(6) 2021.  [Omitted information from (B)(4): 1st ins replaced and (B)(4): 3rd ins recurring pors].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.